Manufacturer narrative:
The affected deviice has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that five secondary infusions delivered less volume than expected (approximately half the intended vtbi each time). This occurred on the same patient with two different pumps using the same pc unit. It is unclear which medications infused on which module. The primary and secondary sets were changed after the first and second infusion and at least one secondary infusion of 100 ml completed successfully after that. It was also reported that a third pump was tried and it infused all 100 ml from the next bag , however it is unknown which infusion this referred to. The three medications infused on the patient were: potassium chloride 20 meq/100ml given at 08:14, 09:57, and 11:26; doxycycline 100mg/250ml given at 14:45; zyvoxx 600mg/300ml given at 14:45. The pump modules were sequestered but the sets and pc unit were not. There was no patient harm; the nurse monitored each infusion and made sure the entire volume of each dose was infused.

Manufacturer narrative:
The customer's report of a secondary under infusion was not confirmed. Physical inspection noted the device to be in good condition. The pcu event log was analyzed for all secondary infusions on the day of the reported event. On (B)(6) 2018 two secondary infusions were programmed. The first secondary infusion was programmed at 3:16 am, infused at rate of 250ml/hr with a vtbi of 100ml, and switched over to the primary infusion at a rate of 5ml/hr with a vtbi 39.894ml. The second secondary infusion was programmed at 8:53 am, infused at rate of 250ml/hr with a vtbi of 250ml, and switched over to the primary infusion at a rate of 5ml/hr with a vtbi 13.852ml. Rate accuracy testing was performed and device was found to be within specification. The root cause of the customer¿s report was not determined.